Event description:
(B)(4). Very severe pain during procedure had be sent to emergency room because of pain and could not stop vomiting. That was day one then the pain got so bad, mood swings, brain fog, depression, hair falling out. Angry all the time. That's just to start naming everything that was affected by essure.